Event description:
A malfunction was reported by the caller regarding the pump, indicated by the malfunction code malf 16. This issue caused the customer's blood glucose level to display "high," but a specific value was unknown. The customer had not taken any corrective actions for the high blood glucose before contacting support. Technical support assisted in resetting the pump; however, the malfunction recurred. A replacement pump was arranged, with the customer reverting to multiple daily injections (mdi) as a backup to ensure insulin delivery was not interrupted. Technical support also provided instructions on returning the faulty pump and confirmed shipping details for the replacement.